Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited episodes of oversensing resulting in pacing inhibition and inappropriate shock therapy.